Manufacturer narrative:
Date sent to the FDA: 09/13/2021. Additional information was requested, and the following was obtained: did any of the needles fall into the patient? No. If yes, were the needles removed during the same procedure? N/a. Procedure name? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device qpbcjmq0 number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is stated "the same issue happened with 6 devices". Please clarify if all 6 sutures separated from the needle during suturing on this one patient during this single surgical procedure? As mentioned in the initial declaration, the issue occurred consecutively with 6 sutures (during a same procedure). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any of the needles fall into the patient? If yes, were the needles removed during the same procedure? Procedure name? Note: events reported in 2210968-2021-07364, 2210968-2021-07365, 2210968-2021-07366, 2210968-2021-07368 and 2210968-2021-07369.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off from the thread, the thread broke at the needle base. Another like device was used. There were no adverse patient consequences. There could have been a risk of loss of the needle inside the patient. Additional information has been requested.